Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients since the user retrieved the medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer had failed to detect on the bus. A field service engineer worked with the customer over the phone and requested to power off the station. Later, confirmation was received that the station had come back online, and the drawer was operational. It was communicated that a proactive inspection could be conducted. The issue was verified and resolved by the customer, and the system functioned normally thereafter. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients since the user retrieved the medication from another station. There were no adverse events or injuries reported based on this event.